Manufacturer narrative:
(B)(4).

Event description:
A fractured lead was reported. An impedance reading of greater then 4000 ohms was noted. The patient had lost all stimulation sensation from their device. During the patient's lead revision/replacement, the fracture was discovered between the "1" and "2" electrodes. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.